Event description:
The nurse reported that the patient was brought to the hospital on october 23 after being found "unresponsive" in a car. The nurse reported that when she was admitted to the hospital she was wearing the pump but does not know whether the pump was functioning properly at the time since there is no documentation in the hospital's records. The patient's blood glucose level was 500 mg/dl upon arrival at the hospital and 699 mg/dl upon admission to the ICU. The nurse mentioned that the pump's battery compartment was cracked and the battery cap was able to secure to the pump but did not feel any resistance. The date and time were set incorrectly on the pump, however, the 24 hour insulin delivery totals appeared to add up to the programmed basal and bolus doses. When the customer service representative spoke to the patient, she denied that the pump lost power due to the battery compartment crack. The patient was not able to answer troubleshooting questions as she does not remember the time of the hospitalization. The customer service representative reviewed the meaning of occlusion alarms with the patient and advised the patient that some bolus doses may have been cancelled due to occlusion alarms.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. There is evidence of use error as the date and time were set incorrectly and there was evidence of cancelled bolus insulin doses due to occlusion alarms. The patient did not know that occlusion alarms cancelled bolus doses. There is no evidence that the pump lost power or delivered insulin inaccurately.